Event description:
The patient received intravenous 0.9 mg/kg of tissue plasminogen activator (tpa) to treat the left m1 middle cerebral artery occlusion (l-mca) but failed to respond. A mechanical thrombectomy of the m1 l-mca was performed to remove the thrombus using the subject retrieval device. Vasospasm was noted which was treated with verapamil (dosage unknown). No further information was provided.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Vasospasm is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient received intravenous 0.9 mg/kg of tissue plasminogen activator (tpa) to treat the left m1 middle cerebral artery occlusion (l-mca) but failed to respond. A mechanical thrombectomy of the m1 l-mca was performed to remove the thrombus using the subject retrieval device. Vasospasm was noted which was treated with verapamil (dosage unknown). No further information was provided.

Manufacturer narrative:
The device was not available to the manufacturer.